Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient injury reported.

Manufacturer narrative:
The device is currently under evaluation. When the evaluation is complete, the manufacturer will file a follow-up report detailing the results.